Event description:
Customer reported the unit went in pause mode with no audible alarm. The pt reportedly died. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.